Event description:
Event description guidant received information that this right ventricular lead dislodged one day post implant. The physician stated he had utilized the proper implant technique and there were no patient difficulties. However, prior to the procedure to reposition the lead, a cardiac perforation was suspected and an x-ray revealed a bent distal lead tip and confirmed the cardiac perforation.